Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) was not switching on. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, b5, e1 (initial reporter, event site mail), e3, g3, g6, h2, h6 (health effect - impact codes), h11.

Manufacturer narrative:
Updated fields - b4, d9, d10, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field - e1(event site telephone). A getinge field service engineer (fse) evaluated the unit and confirmed the reported issue. Checked the mains fuses and mains voltages which were found ok. Checked and reset all connectors between main board, solenoid driver board and power supply assembly.-observed that there was no output voltages from power supply assembly. The fse states we are unable to supply required spare ( power supply assembly pn: d14-00-0033-05) to the customer due to bis certifications so that final repair is not conducted yet. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) was not switching on. There was no patient harm reported.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : h6 ( investigation conclusions ). A getinge field service engineer (fse) revisited the site and replaced power supply assembly (0014-00-0033-05). The unit passed the all safety and functional tests according to factory specifications and was returned to customer for clinical use.

Event description:
N/a.